Event description:
It was reported by service report that there was a broken handle weldment. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: handle weldment.